Event description:
21 short v-v intervals since (B)(6)2022. Change noted in rv lead trend recently, appears numbers have decreased abruptly. Device appears to be oversensing on the rv lead. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).